Manufacturer narrative:
Field complaint of premature battery depletion was not confirmed. Session record was reviewed and no sudden drop in voltage was noted on or before the event date. Saving device image was successful. The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable,